Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that during a regularly scheduled site change, part of the cannula remained under her skin. The patient reported that the site does have a small bump but finds that normal with each site location. She denied pain or tenderness. The operator of the device was the lay user or patient. No patient harm or no patient injury.